Event description:
The customer reported that the insulin pump stopped working. She stated she replaced the battery and nothing came back up. Her blood glucose was 130 mg/dl. The customer stated the insulin pump had not been bumped, dropped, or exposed to moisture and there was no apparent damage. The customer inserted a new battery and the display did not return. After the customer was advised to remove the battery for 10 minutes and clean the battery capt contacts, allow to dry, and insert a new battery, the customer stated the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.